Event description:
It was reported that the pt, implanted in 2001, was hearing much softer with her ci on (B)(6) 2013. No accident was reported. The pt got a new audio processor on (B)(6) 2013, but the hearing perception did not improve.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.